Event description:
It was reported that there was extravasation during the procedure. The procedure was completed successfully.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see communication log), and indicates: problem summary : pl (B)(6) - consignment repair - surgeon had a problem with the crossflow apparently 'over irrigating' the joint during a knee arthroscopy, when pump pressure was set to 40mmg. Slight extravasation was seen technician notes : pl (B)(6) ¿ consignment repair· (B)(6) sn: (B)(4). Repair details: reported defect: surgeon had a problem with the crossflow apparently 'over irrigating' the joint during a knee arthroscopy, when pump pressure was set to 40mmg, slight extravasation was seen, patent was put under observation with no follow up. Action taken: completed and passed full qip, upgraded the software 1.5.14 -1.7.02, completed electrical safety test. Unable to replicate the fault as reported, no faults found demo qc function test. General inspection. Soak test. Qip. Electrical safety test· est107796 passed all tests. Probable root cause: - pressure sensor malfunction/out of calibration - inflow cassette/ tubing pressure sensor membrane failure - mis-inserted cassette/ tubing - motor encoder malfunction/failure - roller wheel assembly (inflow and/or outflow) malfunction/failure - roller wheel failure due to peristaltic tubing debris build-up - main board/ imx failure - software malfunction - use error - system design - unwanted movement of internal components/wiring - pressure sensor is operated above linear pressure reading range - pump operated at least-favorable environmental conditions for extended - period of time - run screen does not adequately indicate overpressure situation - miniwashmalfunction - command not registered from hand control - excessive use of wash or turbo - slow reaction time to a quickly closed off shaver outflow at high flow rates - power failure of pump - pressure sensor stuck behind the sensor bracket - electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was extravasation during the procedure. The procedure was completed successfully.